Manufacturer narrative:
The investigation of the reported failure mode has been completed. Data analysis: overall, the battery data embedded in the log is consistent with the reported issue. Device analysis: the reported complaint could not be reproduced, even after the console was power cycled and operated with the pump and purge cassette for a couple of hours. Communication between the power battery manager (pbm) and the batteries was monitored, revealing no issues. Additionally, a visual inspection of the internal circuitry showed no abnormalities. Root cause: the root cause of the "battery level low" alarm was most likely an erroneous trigger of the invalid data sample in the smbus communication between the pbm and the batteries. However, the specific component responsible was not determined. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
This impella aic device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Event description:
The complainant reported that an automated impella controller (aic) was plugged into red outlet and once aic was unplugged the battery immediately went from 100% to 50%. Once the aic was plugged back in after some time the aic was able to be charged fully to 100% again. Customer was concerned about the safety of the aic if patient remained on current aic. The aic was replaced and there was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.